Event description:
Tech alleged left foot siderail won't lock in the up position. The siderail latch cover is bent, keeping siderail latch from locking in place. Tech replaced the latch cover to resolve.